Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection with the naked eye noted a broken occlude feet and a cracked main body. Functional testing including leak, clear passage, and clamp function testing were performed; leak testing and clamp function testing identified a flow through the set with the twist clamp in the closed position. The reported condition was verified. The cause of the leak was due to the broken/cracked main body. The cause of the damage could not be determined; however, exposure to chemical agents such as hydrogen peroxide, alcohol or bleach as listed on product packaging can damage the transfer set materials. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the minicap extended life pd transfer set was leaking from an unspecified location. This occurred during use of the device for peritoneal dialysis (pd) therapy. The transfer set needed to be replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.